Manufacturer narrative:
Device evaluation: the pump was returned and evaluated by product analysis on 09/27/2016 with the following findings: during a visual inspection of the pump, no evidence of moisture ingress was found in the battery compartment or behind the display lens; however, the battery compartment was observed to be cracked. A leak test was performed and failed, indicating a display lens leak. The pump case was removed, and no evidence of moisture damage was found. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that moisture was present behind the display lens. Reportedly, the pump casing was undamaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.